Manufacturer narrative:
A device from the same lot of the actual device involved in the incident was evaluated and found to be within specifications. (B)(4).

Event description:
It was initially reported by the eye care professional that the pt experienced keratitis following contact lens use. Additional info received on 11/05/2010, from the eye care professional stated that the pt was diagnosed with "infiltrative keratitis." The infiltrates were "pin size and scattered across the central portion of the cornea" and that no vision loss occurred. The pt discontinued contact lens wear and was treated with vigamox four times per a day in both eyes for one week. The pt has resumed contact lens wear.